Manufacturer narrative:
Concomitant products: 30502701. Tissue valve implanted: (B)(6) 2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in clinic. The patient was in true ventricular fibrillation (vf) at the time of the therapy. Anti-arrhythmia medication was given to treat the patients arrhythmia. The patient experienced a fall during the arrythmia. The therapy was confirmed to be appropriate. The previous shocks noted by the patient were all confirmed to be appropriate. The patient subsequently underwent a ventricular tachycardia (vt) ablation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient called and stated "was recently shocked by the device while exercising, the only thing different about this event versus other past events was wearing a backpack that was rubbing on the device."  Additionally the patient asked "is it possible that the rubbing of the backpack caused my crt-d to go off?"  The crt-d remains in use.  No further patient complications have been reported as a result of this event.